Manufacturer narrative:
The event of system explant was reported to abbott. The patient's ipg and lead were explanted due to infection at ipg site. The paddle lead remains implanted but will be removed once new system is implanted. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced an infection at the ipg pocket site. As a result, patient was treated with antibiotics and underwent surgical intervention wherein the ipg was explanted and the lead cut but remained implanted. Additional surgical intervention may take place.

Manufacturer narrative:
B3-date of event is estimated.